Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es matrix drawer failed to recover. The customer stated that this malfunction caused user unable to remove medication and give them to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes correction: section g report source a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 12-oct-2011 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was failed. A field service engineer (fse) inspected both drawers and ran the hardware test application (hta). It was found that the matrix drawer had a medication obstructing the sensors. The obstruction was removed, and the mirror sensor was cleaned. Additionally, the half-height drawer was found to have faulty retractor bands, which were replaced. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es matrix drawer failed to recover. The customer stated that this malfunction caused user unable to remove medication and give them to the patient. There were no adverse events or injuries reported based on this event.